Event description:
The rptr did meter to lab comparison tests at the dr's office; tests were done within 10 minutes of each other. Rptr's meter test (capillary) was 458 mg/dl, and the venous lab test result was 302 mg/dl. Rptr did not have any symptoms. A control test of 140 mg/dl was in range. No harm was alleged. Follow-up attempts to contact the rptr for further info have not been successful.